Event description:
The customer complained that a non-reproducible, lower than expected vitros ¿hcg ii result was obtained from a single biorad quality control sample using vitros ¿hcg reagent on a vitros 5600 integrated system. Vitros ¿hcg result: 4.59 miu/ml vs expected 7.62 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not affected; however, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected vitros ¿hcg ii result was obtained from a single biorad quality control sample using vitros ¿hcg reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined; however, an unexpected instrument related issue is the most likely cause of the event. The investigation was able to rule out a reagent issue; however, improper pre-analytical sample handling protocol or the control fluids in use at the time of the event cannot be ruled out as contributing factors.